Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had come in because they had been having some shocking, or jolting. When the manufacturer representative (rep) checked the impedance, there was impedance on all the electrodes with the exception of the 3 electrode and case. The rep noted that the patient stated that they had not had a fall or any trauma to the area of the lead or battery. For diagnostics and troubleshooting performed, the rep reported that they had run an impedance check at 1.0, 1.5 and 2.0 and all combinations showed a greater than 4000 impedance with the exception of the 3 <(>&<)> case. For interventions/actions the rep reported that they had put the patient on program with 3 negative case positive, however, the rep reported that the issue was not resolved at the time of the report. No further complications were reported at this time.